Event description:
It was reported that while the ventilator was connected to a patient, the patient self extubated. The incident was detected 30 minutes later by the health facility employees. The patient had a cardiac arrest. The patient was revived and reconnected to same ventilator. The ventilation continued for 4 days. The hospital doesn't share further information about patient final outcome. (B)(4).